Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump failed to return an alarm when the reservoir was low or empty. Most recent blood glucose level at the time of the call was 242 mg/dl. Low reservoir alarms were found in the insulin pump's alarm history. Caller also reported receiving no delivery alarms. No further information was provided.